Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab the md inserted the super arrow flex sheath into the left femoral artery. The intra aortic balloon (iab) was prepped per instruction; maintaining one way valve, pulling a vacuum on the balloon and then carefully removing the iab from the tray. The iab became stuck in the sheath during insertion and was subsequently removed as one unit from the pt's left femoral artery. The md inserted another iab via a sheath into the pt right femoral artery.